Event description:
Reporter indicated that, "connector pin has separated from the generator." It was reported that connector pin separation has been determined by looking at the diagnostic testing. Additionally, the pt has also been experiencing an increase in seizures. The pt experienced no trauma or manipulation of the device that could have contributed to the reported event. Further follow up with the physician revealed that the pt will be seen by a neurosurgeon to get an assessment of the reported events. There is no reported trauma or manipulation of the device.